Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an overdose during their refill on (B)(6) 2011. The pt experienced hypotension and was found comatose later that same day. The pt was in the hosp at the time the event was reported. The pt has a tube in their throat to assist with breathing. The reporter suspected a pocket fill. It was further reported that when the MFR's rep was called in, the dose was reduced by 50% and the pump was put on minimum rate the next day because the dr directed the rep to do so. The pt was not waking up enough to take the pt off the breathing tube. The MFR rep had not received any further calls on this pt. The rep could not confirm the medication, but believed it was pain medication only in the pump. The drug in the pump at the time of the event was believed to be morphine, but could not be confirmed. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.